Event description:
It was reported that the universal handpiece was being prepared for a procedure when it was noticed that the attachment tip was broken. A back up was used to complete the procedure with no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the universal handpiece was being prepared for a procedure when it was noticed that the attachment tip was broken. A back up was used to complete the procedure with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The customer comment was confirmed. It confirmed during visual inspection of the device that the angle nut tip was broken. Based on a review of the manufacturer's instructions for use, a broken angle nut can be caused by over torquing of the angle nut while attaching a tip to the handpiece. The device was not able to be repaired.

Event description:
It was reported that the universal handpiece was being prepared for a procedure when it was noticed that the attachment tip was broken. A back up was used to complete the procedure with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the technicial report from india has been received. Product will be repaired locally in (B)(6).